Manufacturer narrative:
Concomitant medical devices: dtma1d1 crtd, implanted: (B)(6) 2018: 694765, lead, implanted: (B)(6) 2010. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead exhibited undersensing and small p-waves. The lead remains in use. No patient complications have been reported as a result of this event.